Event description:
It was reported pumps are not fully emptying (leaving drug in the bag), and are not delivering accurately since the 9.33 upgrade. The clinician had to manually flush to completely empty drug. Although requested, further information was not provided.

Manufacturer narrative:
The reported event of device had under infusion issue was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "under infusion" based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module underinfusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported pumps are not fully emptying (leaving drug in the bag), and are not delivering accurately since the 9.33 upgrade. The clinician had to manually flush to completely empty drug. Although requested, further information was not provided.